Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Refrence number (B)(4). Event occured in the united states. It was reported that the patient experienced an infusion set leakage on (B)(6) 2026, with the leak observed at the insertion site. The infusion set had been in use for twelve hours. No further information is available